Event description:
(B)(4). Since having essure in 2012 I experience back and stomach pain. Stomach has bloated and have had severe pain tht has been rehabilitating. Went to the dr after coils were implanted but she said they both looked fine even though one was placed higher and had bleeding for 4 months. Experience daily pain in abdomen and back since the procedure.